Manufacturer narrative:
(B)(4). Final analysis found foreign material in the contact spring area which prevented the right ventricular lead to be fully inserted into the device header. This likely contributed to the reported impedance anomaly. (B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited high impedance measurements; all other electrical values were within range. The physician elected to no longer use the device and replace it. No patient symptoms were reported.